Manufacturer narrative:
The reported event occurred 4 years ago, and the device serial number is not known. However, the nurse who reported the event indicated that there was no device malfunction.

Event description:
It was reported that four years ago, a nurse was allegedly pinned between the bed and a wall while the epic zoom bed was being operated by another nurse. No malfunction was alleged. The nurse that was allegedly pinned was placed on modified duty; no additional information is available regarding the alleged event.